Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Insulin pump powered up properly after battery installation. No missing segments or partial display noted. No moisture damage was found on the electronic assembly/motor/force sensor/keypad assembly during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the looking at screen was off on the bottom left there was a white dot and when the screen was on there are segments missing. The customer¿s blood glucose level was 9.5 mmol/l at the time of the incident. Customer was performed self test and it was passed. The customer was assisted with troubleshooting. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.